Manufacturer narrative:
Device analysis report. This report is submitted on march 12, 2024.

Manufacturer narrative:
This report is submitted on january 8, 2024.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023, due to performance decrement with device use since activation. There are no plans to reimplant the patient with a new device as of the date of this report.